Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the objective lens adhesive coming off could not be determined, however, the issue was likely the result of repetitive use stress, external factors, or handling. The event may be detected/reduced by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿4. Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. 5. Grasp the insertion tube lightly with your hand and slide it over its entire length to make sure it does not get caught. 6, make sure that there are no scratches, chips, dirt, gaps around the lens, etc. On the tip of the lens. Figure 3.4. 7, check that there are no scratches, chips, cracks, etc. In the adhesive on both ends of the covering member of the curved part. Figure 3.5. 8, wipe the video connector with gauze, including the electrical contacts. Also, make sure the electrical contacts are dry and clean¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was a pinhole on the universal cord, causing a loss in water tightness. Upon further inspection, it was observed that the adhesive of the objective lens was peeling due to chemical or physical stress. It was also observed that the adhesive of the bending section cover had a chip. It was observed that the video connector was damaged due to a handling problem. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the angle knob torque of the lock engagement lever at the engage exceeded the standard value due to wear. It was also observed that the connection between insertion pipe and control unit was not secured due to looseness of the insertion pipe. It was observed that the video connector was damaged due to a handling problem. Additionally, the video connector case had a crack. Lastly, it was observed that the bending section cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had water leakage from the insertion section. The reported issue occurred post procedure during a leak inspection prior to reprocessing. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive of the objective lens was peeling, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.